Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip referenced is filed under a separate medwatch report.

Event description:
This is filed for the atrial-septal defect (asd). It was reported that this was a mitraclip procedure performed to treat grade 4 degenerative mitral regurgitation (mr). The mitraclip delivery system was advanced to the mitral valve and the clip was placed. During deployment, after the actuator knob was turned eight times, the clip fully opened and detached from the leaflets. The clip remained on the gripper line, preventing it from migrating. The gripper line was pulled, retracting the clip up against the tip of the steerable guide catheter (sgc). The clip and sgc were removed together. No clips were implanted and mr remained at 4. Upon removal of the sgc, a 3cm hole in the septum (asd) was noted. A second mitraclip procedure is planned and the atrial septal defect will be treated that day. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported atrial perforation appears to be due to procedural circumstances. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.